Manufacturer narrative:
All of the buttons functioned properly, however moisture damage was found on the keypad. There was no button error alarm noted during the testing. The unit had a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm after a bolus. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 232 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.